Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal ion levels not sufficient as a screening measure for adverse reactions in metal-onmetal hip arthroplasties by rory d. Macnair, mbbs, mrcs, msc, henry wynn-jones, mbbs, frcs (tr&orth), james a. Wimhurst, mchir, ma, mb bchir, frcs (tr&orth), andoni toms, bsc, mbbs, frcs, frcr, and john cahir, mbbs, frcr published by the journal of arthroplasty vol. 28 no. 1 2013 http://dx.doi.org/10.1016/j.arth.2012.05.029 was reviewed for reportability. The purpose of the article: " assess the accuracy of metal ion analys is in the diagnosis of an adverse reaction to metal debris (armd) by comparing the co and cr levels in a cohort of patients with a mom arthroplasty to their findings on mar MRI." Involved depuy products: "sixteen asr resurfacing procedures were performed in 13 patients and 46 asr total hip replacements (thr) in 44 patients using an asr acetabular component, a matched cobalt chrome asr xl head, and a corail titanium hydroxyapatite¿coated uncemented stem (depuy)." Armd was diagnosed by MRI readings only. The article reports none of the cases included in the study had revision. The article does reveal acetabular implant positions greater than 45 degree abduction angle for boh asr and asr xl. Elevated ion levels with a range of .3-47.2 mcg/l for chromium and .7-60.6 mcg/l for cobalt were found in patients within the study. Impacted products: asr & asr xl + corail stem. Adverse event: blood heavy metal increased.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.